Manufacturer narrative:
Insulin pump passed displacement test, prime/compromised force sensor system test and excessive no delivery test. Unable to perform basic occlusion and occlusion test due to reservoir tube lip broken off. Insulin pump was received with corroded battery tube and reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 456 mg/dl. The customer treated with insulin pump for high blood glucose. The insulin pump will be returned for analysis.